Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the mid-left anterior descending artery. It was not possible for the stent to cross the lesion, therefore the stent delivery system was removed from the patient. Nitroglycerine was administered and the stent delivery system was re-inserted. It still was not possible to cross the lesion, therefore, the stent delivery system was removed. Upon removal,the stent dislodged from the delivery balloon when it got caught on the tip of the guide catheter. The entire system was pulled back to the sheath, consequently, the stent dislodged from the tip of the guide catheter into the femoral artery. Attempts to snare the stent were unsuccessful and the stent remains in the patient's arterial vasculature. The lesion was then treated with pre-dilatation of a ptca balloon and deployment of another s7 stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion not being pre-dilated likely contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter was still engaged in the coronary artery.